Event description:
Leep machine was malfunctioning and switching between cut and cauterize, leading to difficulty getting bleeding to stop. Follow-up: per the provider's assistant, the leep generator kept switching between cut and cauterize during the procedure as the provider was trying to cut. They ended up switching out the blade to see if that helped. This malfunction led to a longer procedure, increased bleeding, and pain. The procedure took about 10-15 minutes longer than usual and the bleeding was stopped with the addition of monsel's solution. The assistant denied any additional adverse effects. Leep precision intg sys lp-10-120 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported conditon.

Event description:
Leep machine was malfunctioning and switching between cut and cauterize, leading to difficulty getting bleeding to stop. Follow-up: per the provider's assistant, the leep generator kept switching between cut and cauterize during the procedure as the provider was trying to cut. They ended up switching out the blade to see if that helped. This malfunction led to a longer procedure, increased bleeding, and pain. The procedure took about 10-15 minutes longer than usual and the bleeding was stopped with the addition of monsel's solution. The assistant denied any additional adverse effects.

Manufacturer narrative:
Investigation review DHR inspect returned samples *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 03/19/2020 under wo#'s 280413 & 280390 and shipped on 05/06/2020. Manufacturing record review: DHR's 280413 & 280390 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the unit was returned on RMA #327262 1/19/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected unit. Root cause: the failure mode on other units was determined to be due to a lack of isolation from the cut signal when operating the coag function. This unit has been identified as a recall unit. Corrective actions the units' board was updated to the latest revision under wo #315806 tested to specifications and returned to the customer. Additional corrections in regard to CAPA 744 was the release of ecn 24379, updating a test procedure, re-working relevant units in wip and recall 1216677-09-03-2021-003 was initiated. Train personnel.